Event description:
Dr. (B)(6) injected a pt with radiesse dermal filler in the nl folds on (B)(6) 2012, slightly more on the left side. The pt reported swelling, redness and pustule development on the left side near the nl fold, on (B)(6) 2012. The pt was prescribed medrol dose pack and duricef (cephalosporin antibiotic). The pt returned on (B)(6) 2012, culture taken; physician was concerned it may be (B)(6). The pt was additionally prescribed bactroban cream. The culture results were positive for skin bacteria (no (B)(6)). Dr. (B)(6) added augmentin on (B)(6) 2012. As the pt lives some distance from dr. (B)(6) office, she reported via phone and email that the area had cleared.

Manufacturer narrative:
The radiesse lot number was not provided by the injector; therefore the device records could not be reviewed. When this event was reported to merz aesthetics (on (B)(4) 2012), the pt's symptoms had resolved.